Event description:
The customer reported a motor error alarm during the manual prime. The customer stated that the insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. No rewind anomaly or damage found on the motor. The insulin pump had a missing end cap sticker.